Event description:
It was reported that the customer was wearing the insulin pump in the pool. The mother stated that the device appeared to function properly at time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.